Event description:
The customer reported that his blood glucose ranged from 240 - 402 mg/dl while wearing the pod. When he removed it he observed that the cannula was kinked at a 90 degree angle and there was blood in the cannula. After he activated a new device his bg began to lower. The subject device was discarded.

Manufacturer narrative:
The device was discarded and will not return for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported therefore no qualification records could be reviewed. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod."